Event description:
The manufacturer received information alleging the o2 low flow test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device's active exhalation controller (or active exhalation control module [aecm]) had caused the o2 low flow test step to fail on the device. In conclusion, the device's active exhalation controller was replaced to address the issue. The service technician re-performed the test step, and it passed on the device. However, the active exhalation purge valves test step had failed on the device. The service technician re-evaluated and determined the fio2 tubing was not connected correctly causing the active exhalation purge valve test step to fail on the device. The no repairs were made to the device to correct this issue for the active exhalation purge valve test step to fail on the device. The device was scrapped. Additionally, during the service of the device, the exhaust fan needs replacing for the exhaust fan test step failing on the device. This was unrelated to the reportable issue. The lcd display screen was cleaned to remove debris from it, which was unrelated to the reportable issue. The rubber feet were replaced for missing on the device, which was unrelated to the reportable issue.